Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2014 with the following findings: the power complaint was verified in the history but could not be duplicated during the investigation. Unexplained power on resets observed in the black box. Returned battery cap contains no damage. Battery compartment has small crack near case seal. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. Pump was exercised for 24hrs with returned battery cap, no power interruptions were duplicated during this time the returned battery cap contact height and width found to be in specification. Pump passed a delivery accuracy test successfully. To further investigate the pump cover was removed; no evidence of internal moisture or damage to the power circuit or battery flex was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the pump lost power this morning without emitting a low battery alarm and there were no alarms on the screen. Reporter states no damage to battery cap or compartment, pump is not worn in water, no corrosion on the battery that was removed. Reporter inserted a new energizer lithium battery; power came back on and stayed on for a few minutes while she completed the rewind and prime steps. But then pump vibrated and beeped and showed zero units remaining after she had already completed the rewind/prime steps. Patient then discontinued use of pump. Blood glucose (bg) was 242mg/dl upon waking, then rose to 449mg/dl. Patient is very sluggish and tired with moderate nausea, did not check ketones. Present bg is 150mg/dl and patient is on alternate insulin delivery plan. Patient denies any previous loss of power. Customer support (cs) found that two call service alarms occurred per alarm history ,but times are not in line with patient¿s report that it vibrated and beeped minutes later. Cs advised patient to remain on alternate delivery method until a new pump arrives. This complaint is being reported as the patient experienced hyperglycemia and the power issue was not resolved.